Event description:
During setup of the device for a cardiopulmonary bypass procedure, the user reported that there was a standard reference sensor (srs) arterial module failure. The product was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient.